Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). It was noted that the patient presented to the emergency room after receiving multiple appropriate shocks for ventricular fibrillation (vf), however, the rhythm could not be converted. The patient coded and required external rescue. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 40027 tissue valve, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.